Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. Device-device interaction testing was performed with no issues. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient stated they did not have information about volume settings or how much they had drained. The technical service representative (tsr) went through questions until verifying air in the line. The tsr advised the patient to either complete therapy manually or begin with new supplies. The patient disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.